Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. On an unreported date, the pt was hospitalized for the event. The cause of peritonitis was unknown. The pt was treated with unspecified antibiotics which were continuously used. On an unknown date, the pt was discharged from the hospital. At the time of this report, the pt was recovering from peritonitis. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.